Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device revealed breakage. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
These pins are broken and were received with (B)(4) which does not have the pins on the der. Patient consequence? :unknown. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.